Manufacturer narrative:
B3: date of event is unknown. D1, d2, d4: product identifiers are unknown g2: country of origin is germany. H4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having regular spondyl odesis at l5-s1. It was reported that the rod broke. There was no patient symptoms reported. There were no further complications reported regarding the event. 2025-nov-17_e1(rep): additional information was received from the manufacturer representative stating that they don¿t have any confirmed information about this event. This report has been submitted, because their legal counsel anja noticed a hospital patient letter, where it was mentioned, that may have a rod that has been broken and be replaced. Nothing has been confirmed, neither from surgeon, nor from us, so far. As long as they have no further information, they can¿t answer any of the questions.